Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax requiring chest tube placement. A post-procedure chest x-ray determined that the patient had developed a pneumothorax. A chest tube was placed and the patient was subsequently released from the hospital without issue. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.